Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor cartridge to operate as intended with no flow discrepancies. Per log review, on 27-aug-2019, each attempt to calibrate the gas system failed with "o2 sensor out of range at calib" and the o2 sensor value was 4.004 volts (v). This indicates a problem with the o2 sensor or a connection to the o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications the suspect part was returned to manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation, the oxygen (o2) sensor failed to calibrate. There was no patient involvement.